Event description:
The pt reported communication and charging issues between the implant and the external equipment. An advanced bionics rep performed device eval. Explant surgery has been recommended.